Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, in the absence of the product return and sufficient information to determine whether the device or therapy contributed to the reported event, boston scientific concludes that the event of patient passing aways is unable to exclude the device problem.

Event description:
It was reported that the spinal cord stimulation (scs) patient passed away. Despite good faith efforts, no additional information regarding the cause of death could be obtained.

Event description:
It was reported that the spinal cord stimulation (scs) patient passed away. Despite good faith efforts, no additional information regarding the cause of death could be obtained.